Manufacturer narrative:
(B)(6). A visual inspection of the device showed the needle tip has broken off. Both t1 and t2 remain on the needle tip. The needle tip is dramatically bent and twisted. The remaining portion of the needle attached to the handle is bent in two planes. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device broke during a meniscal suture. No patient injury or other complications were reported.